Event description:
The customer reported that after maintenance of the water supply system by the water provider, triglycerides (trigl) results were high. The customer noticed this at the end of the day when quality controls were run and produced high results. The customer reported questionable results for "around 50" patient samples tested for trigl. The lab performed new measurements on a different cobas 6000 analyzer that was not affected by the water supply maintenance issue. Data was provided for 45 patient samples with repeat results. Of the 45 samples, 35 patient samples were erroneous. Both the initial results and the repeat results were reported outside of the laboratory. Refer to the attached data for the patient results. No adverse event occurred. The trigl reagent lot number was 610236. The expiration date was requested but not provided. Oxidation substances used for the maintenance of the water system were identified to be a possible cause of the issue. The fluidic system of the analyzer was rinsed with high quality water and the issue was solved.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer indicated that further investigation of the water supply company has revealed that a procedure error happened during the maintenance process on the (B)(6) 2015. The osmosis block/unit was replaced and instead of just a membrane/filter. In this case, a special rinsing procedure for 12 hours needs to be performed according to protocol of water supply company. A rinsing of 1 hour 30 minutes was performed instead. The osmosis block/unit is conserved in glycol. Trig principle is based on a first reaction on hydrolysis of triglycerides to glycerol followed by oxidation. Additional glycerol which is contaminating the water supply is added to the reaction cuvette and explains the higher results observed only on triglycerides results. Due to the maintenance procedure error, the water supply was contaminated; thus the water quality used was not up to device specifications.